Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 511 mg/dl. The customer treated herself with a manual injection. Troubleshooting for the no delivery alarm was done. The customer stated that insulin did not exit the tubing. The customer assembled a new infusion set with the current reservoir. The customer replaced the reservoir and then verified that insulin was able to exit the tubing. Advised customer to run a manual prime of at least 5 units. The customer stated the insulin pump did not alarm no delivery with the manual prime. Advised changing the reservoir resolved the issue. Nothing further reported.